Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2012. The incident sample has not been received for evaluation and is not expected to be returned. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
During a retrospective review of a journal article, an unknown ligasure device was utilized in a colon resection at some point between 2006-2011. The patient was found to have device related bleeding. The bleeding was controlled with surgical clips. The patient was discharged from the hospital after recovery.